Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered for the patient. There were no episodes or measurements that were out of range. It was however noted that there was noise on the tip to ring electrogram (egm) channel and none on the other egm channels. The implantable cardioverter defibrillator remains in use. No patient complications were reported as a result of this event.